Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 test system results from the cobas 8000 cobas c 701 module. The samples were repeated on other cobas c 701 modules. Sample 1 initial result was 13.1 mg/dl and the repeat result was 98 mg/dl. Sample 2 initial result was 14.8 mg/dl and the repeat result was 96.9 mg/dl. Sample 3 initial result was 14.1 mg/dl and the repeat result was 80.9 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot number was 752913. The expiration date was not provided. The field service engineer found a bend in the sample probe and the rinse levels were high. He replaced and adjusted the sample probe and adjusted the rinse levels to specification. He verified the proper movement of the sample probe during mechanical checks and confirmed the rinse water, detergents, and cell blank were at the correct levels. He performed hardware checks and precision testing that was within the guidelines. The customer ran qc with results within range. The investigation determined the service actions resolved the issue.